Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the angulation was stuck and did not come back when using the uretero-reno videoscope. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the root cause for the reported problem was attributed to the angulation wire being worn/cut off due to wear. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: the detection method is described in operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the bending mechanisms. The preventive measure is described in operation manual - important information ¿ please read before use_ precautions. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.